Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report pain in the insertion site area on abdomen due to hitting a vein. Also, a past record of a high blood glucose level was reported. The customer's past blood glucose level was 484 mg/dl. The customer reported the device was giving insulin and then a no delivery alarm occurred. The product was not returned for analysis.